Manufacturer narrative:
E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that a pressure alarm had occurred. A field service engineer (fse) went onsite to further assist the customer. The fse was unable to duplicate the issue. A measured value for the pressure was compared to a set value for pressure and no issue was seen. Functional tests confirmed to also be normal and no failure was presented in the device. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.